Event description:
It has been reported by the patient's legal representative that the patient underwent a total hip arthroplasty on (B)(4), 2008. Subsequently, a revision procedure was performed on (B)(6), 2012 due to the patient experiencing pain in the left hip and sharp pain in the body. In (B)(6) 2012, blood ion levels of cobalt/chromium were allegedly elevated. Revision was performed at (B)(6). This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
Additional information was received on feb. 16, 2015 indicating the reason for revision as elevated ion levels. This additional report is now being sent for the cobalt-chrome femoral head. The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 2 of 2 medwatch reports submitted for the same event. Also see: 3002806535-2015-00026.